Event description:
Customer reported dots in saved images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and display adapter pcbs. System operates as intended.